Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg would not charge and was unable to establish connection with the remote control. It was also noted that the patient was experiencing pain at the ipg site when lying down. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.